Event description:
It was indicated that patient was not feeling stim and had return of symptoms. It was noted that 3 days prior to call patient indicated that she was implanted on the correct side and stated on the day of the call, it was beautiful with controlling her symptoms but 4 days after she noticed a return of symptoms and had gotten worse since then. It was indicated that the patient was still better during the day but nights are bad again. It was noted that 2 and 3 day prior to the call, patient was not feeling any stimulation. It was indicated that patient tried to increased stim to 9, the farthest she could go but was not feeling anything. While on the call, she increased stim to 8.5 and was not feeling stim at all but all of a sudden she felt a "buzz" in her foot and she decreased the stim until she spoke with her health care provider, if she did feel stim, it should not be too strong. It was indicated that prior to call she increased stim all the way and stated she could feel the stim once in a while .it was noted that she turned it back down so as not to shock her. The patient reported that she thought her lead might had moved a little bit. The patient is currently on program 2 and the power was on set 3.5. The patient would contact a health care provider about the follow up appointment and for permission to change programs. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va078uw, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va078uw, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their manufacturer¿s representative. An appointment of (B)(6) 2014 was noted. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.